Manufacturer narrative:
As no further information concerning this report is expected and in absence of a returned product, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular lead, following initial placement, poor values were observed. The physician elected to reposition the lead however the helix then failed to function as intended and the lead was removed and replaced. No resulting adverse patient effects were reported and the lead was discarded.